Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited monitoring voltage measurements that seemed to decrease more quickly than expected over the last months.